Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, in-house testing was performed using an in-house contour next one meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g36. All control readings obtained during in-house testing were properly marked as control results in meter's memory.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
As per the contour next control solution user guide, "remove the bottle cap and use a tissue to wipe away any solution around the bottle tip before dispensing a drop. Squeeze a small drop of solution onto a clean, nonabsorbent surface. Do not apply control solution to your fingertip or to the test strip directly from the bottle." The customer stated that he did not discard the drops of control solution prior to using it and he was not using the flat, clean and nonabsorbent surface for testing. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that he performed a control test and obtained a reading of 200 mg/dl on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.